Event description:
Prior to use, the orbit mini complex fill 3.5x7.5 coil was already detached from delivery system upon opening of package.

Manufacturer narrative:
Prior to use, the orbit mini complex fill 3.5x7.5 coil was already detached from delivery system upon opening of package. The product was new, and the product was stored per labeling instructions. The product inner and outer package was not damaged. The coil was seen in the inner pouch without removing the system; the delivery system was not removed from the plastic loop. The event was not related to removal from the plastic hoop. The device was not returned for analysis. With review of lot final assembly 15104099 and corresponding coil subassembly lots no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding the reported premature deployment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.